Event description:
Intra-operatively, gortex suture was threaded through a free needle. Surgeon was throwing a stitch when the needle broke off in the tissue. A portion of the needle was removed and the other portion of the needle was retained. Additional surgeons assisted in looking for the retained needle. After multiple attempts to find the exact location using portable x-ray and c-arm for fluoro, the three doctors could not find the exact location of the needle. After multiple attempts to retrieve the retained needle, the three doctors decided together to leave the retained needle inside the pt's abdominal cavity.